Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a stenting procedure in the left circumflex artery the balance middleweight and balance heavyweight guide wires were used as buddy wires; however, one of the wires became detached and was retained behind the stent. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Unique device identifier (UDI): the UDI is unknown because the part number and lot number were not provided. (B)(4). The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The hi torque guide wires instructions for use states: consider that if a secondary wire is placed in a bifurcation branch, this wire may need to be retracted prior to stent deployment because there is additional risk that the secondary wire may become entrapped between the vessel wall and the stent. The investigation determined the difficulties to be related to the use error. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.